Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. .the hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power surce, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was not able to be connected to the monitor. No damage was visible to naked eye. A loose power port was also observed on the same side of the controller as the data port. Backup controller was obtained from another local hospital as this site did not have device available. A new controller was ordered to replace stock. Of note, the patient was sedated and intubated for unrelated surgery. There were no reported consequences or impact to the patient as a result of this incident. Controller log files and picture were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Notification recall: z-1698-2015. The reported event of a loose power port assembly and bent pins was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector and the serial port connector that had a bent pin on the serial port of the controller as well as a loose connector on the serial port. The bent pin did not allow a proper connection to the controller. The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins. Loose power connectors are currently being investigated by the manufacturer with the supplier. Further analysis revealed that the power port locknut was found loose internally. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.